Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted corneal inlay was subjected to visual microscopic inspection. The findings revealed that the inlay was folded and dehydrated. As a result no dimensional measurements could be performed. Inflammation and inlay removal are listed in the device labeling as known potential risks. Complaint reference number: (B)(4). Date emdr submitted to FDA: 03/02/2017.

Event description:
The subject was enrolled in the clinical study for (B)(6) and underwent surgery on (B)(6) 2013 with implantation of the investigational corneal inlay in the left eye. On (B)(6) 2016, the patient presented with chronic inflammation and decreased best corrected distance visual acuity (bcdva) from 20/20 preoperatively to 20/30. The inlay was explanted on (B)(6) 2017. Two weeks' post-explant, the patient's bcdva returned to baseline and the central cornea was clear.